Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in an observation of high threshold. This rv lead was surgically abandoned as the physician opted to implant a new rv lead. No additional patient adverse effects were reported.